Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. Technical services (ts) was consulted and discussed the stored episodes as well as available troubleshooting options. Ts advised further in patient evaluation. This electrode remains in service. No adverse patient effects were reported. At a later date, this device was reprogrammed and had its therapy turned off as per physicians discretion. No adverse patient effects were reported.